Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 600 mg/dl and a blank display. Customer indicated that the hospitalization was in november of 2015 and the blank display is a current issue. Customer indicated that the contacts on the battery cap are missing. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem.